Manufacturer narrative:
This event occurred in (B)(6). Information concerning the specific part number involved in this event was requested, but not provided.

Event description:
The customer stated they received questionable free triiodothyronine (ft3), thyrotropin (tsh) and free thyroxine (ft4) results after the ft4 results for two patient samples were questioned by a physician. The samples were repeated on a vista analyzer at the same site and then sent to another site for testing on a cobas e602 and architect analyzer. Refer to the attachment to the medwatch for all patient data. The results from the e module at the customer site were reported outside the laboratory. No adverse events were reported. The reagent lot numbers and expiration dates were requested, but were not provided. The field service engineer verified the qc results on the day of the event were acceptable and performance testing was acceptable. A sample from patient 1 was submitted for further investigation.

Manufacturer narrative:
Further testing of the sample from patient 1 confirmed the customer's results but could not identify a specific root cause of the event. Additional information for further investigation was requested but was not provided. Additional sample material was not available for further investigation.